Event description:
A customer reported receiving a system message, during setup, indicating the footswitch could not be detected. The case was delayed 15 minutes while they swapped the footswitches. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system and confirmed the reported problem. A bad port was found on the footswitch interface pcb. The footswitch interface pcb was replaced and will be sent for in-house eval. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).